Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, system interrogation showed a loss of capture on this right atrial (ra) lead. The field reported no adverse patient effects as the result of loss of atrial therapy. The physician elected to surgically intervene at which time lead dislodgement was exhibited. The chronic ra lead was removed and another ra lead of different model type successfully implanted with no adverse effects.